Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was insufficient clot activator additive. The following information was provided by the initial reporter: customer problem: customer reports that tubes are not clotting properly. Phlebotomist has to let tubes sit for 30 minutes and tubes still don't clot well after re-spinning customer reports that tubes are not clotting properly. Phlebotomist has to let tubes sit for 30 minutes and tubes still don't clot well after re-spinning.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. Complaints for sample quality are under statistical control for the month of (B)(6) 2023. This complaint is unable to be confirmed. Root cause is user error. Customer indicated tubes are working properly if they allow the tube to clot for 60 minutes. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. E.6 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® serum blood collection tubes that there was insufficient clot activator additive. The following information was provided by the initial reporter: customer problem: customer reports that tubes are not clotting properly. Phlebotomist has to let tubes sit for 30 minutes and tubes still don't clot well after re-spinning. Customer reports that tubes are not clotting properly. Phlebotomist has to let tubes sit for 30 minutes and tubes still don't clot well after re-spinning.